Manufacturer narrative:
Sensory, cognitive, and/or motor deficits are documented perioperative risks for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
It was reported that a patient experienced significant left postural lean starting one (1) day post litt procedure. Patient was discharged 4-days post-litt to a rehabilitation hospital (B)(6) 2020, and was discharged from rehab hospital to home on (B)(6) 2020. Interventions included steroids and physical therapy. The event was indicated as resolved with sequela on (B)(6) 2020.